Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2007: the patient underwent pre-op diagnosis: painful retained lumbar hardware, possible lumbar pseudoarthrosis. Procedure: 1. Hardware removal, lumbar spine, l4 of the sacrum. 2. Exploration of the lumbar fusion. 3. Posterior pseudoarthrosis repair, l5 and s1 right; l4-5 and l5-s1 left; instrumentation l4 of the sacrum. 4. Use of bone graft matrix and infused bone graft material. 5. Insertion of epidural catheter. Per-op notes: new instrumentation was then inserted at l5 and s1 on the right and l4, l5, and s1 on the left. Prior to this, the area was bone-grafted with rhbmp-2/acs and bone graft matrix, packed against the decorticated lateral elements of the areas of pseudoarthrosis. The patient underwent x-ray of lumbar spine. Impression: 1. Posterior fusion devices in place, l4-s1. 2. Disc space expanders in l5 disc space. (B)(6) 2007, (B)(6) 2008: the patient presented for an office visit. Assessment: 1. Chronic low back pain 2. Depressive disorder, 3. Mixed hyperlipidemia, 4. Prob seasonal allergies, 5. Duodenal ulcer, 6. Dyspepsia, 7. Tobacco abuse, 8. Chronic insomnia (B)(6) 2008, (B)(6) 2009, (B)(6) 2010, (B)(6) 2011: the patient presented for an office visit. (B)(6) 2011: the patient presented with persisting upper respiratory congestion, nasal purulence, and congested, sometimes productive cough. (B)(6) 2010: the patient presented for follow up and sinusitis. (B)(6) 2009: the patient presented for a follow up of chronic pain/anxiety. (B)(6) 2011: the patient underwent CT of head due to assault. Impression: normal. The patient underwent x-ray of lumbar spine. Impression: normal. The patient underwent x-ray of facial bones. Impression: 1. Deviated septum with asymmetric nasal bone but no acute fracture. 2. Question sinus disease without air-fluid level bilaterally.